Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: (B)(4).

Event description:
It was reported that a patient underwent a total laparoscopic hysterectomy on (B)(6) 2015 and an absorbable adhesion barrier was placed in the vaginal stump. Three days later, the patient had a fever. No symptoms or inflammatory response was confirmed in the abdominal part, however, peritoneal hypertrophy was found by CT. No infection, but when confirmed by laparoscope on (B)(6) 2015, the inflammatory response was high where the adhesion barrier was placed. The adhesion barrier remained in the patient. 10l irrigation was applied and the patient is under further observation. Additional information has been requested.

Manufacturer narrative:
It was reported that a patient underwent a total laparoscopic hysterectomy on (B)(6) 2015 and an absorbable adhesion barrier was placed in the vaginal stump. Three days later, the patient had a fever. No symptoms or inflammatory response was confirmed in the abdominal part, however, peritoneal hypertrophy was found by CT. No infection, but when confirmed by laparoscope on (B)(6) 2015, the inflammatory response was high where the adhesion barrier was placed. The adhesion barrier remained in the patient. Ten l irrigation was applied and the absorbable adhesion barrier was removed. The doctor requested the removed absorbable adhesion barrier be analyzed and the existence of fatty acid ester was found. (B)(4).

Manufacturer narrative:
A review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.